Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with unspecified stage diffuse lamellar keratitis (dlk) of both eyes. The topical steroid dosage was increased, and medrol dose pack oral steroid prescribed. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient called the surgery center on (B)(6) 2019 and reported their vision was getting blurrier after discontinuing steroids. The patient will be evaluated for flap lift and rinse. Patient symptoms did not interfere with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -6.75 x -.25 x 4, left eye pre-op 20/20 -7.00 x -.75 x 170. Post-op bcva: right eye 20/30 and left eye 20/25.